Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an erosion at the penis. An artificial urinary sphincter (aus) replacement surgery was performed in which the pump and pressure regulating balloon (prb) were removed and the reservoir was abandoned inside the patient. The physician implanted a new cuff, balloon, and control pump using part of the patients corporal to leave around the urethra reinforcing it and avoiding erosion in the future. The physician does not believe the device caused or contributed to the erosion. The patient is expected to fully recover.